Event description:
Customer states: during use on a patient at hospital, when the doctor attempted routine trach replacement, the cuff could not be deflated easily. The customer reported that the doctor managed to remove it from patient. Customer reported that following extubation, the physician attempted to inflate the cuff but was unsuccessful. Customer reported no fault of the tube confirmed during use just during efforts to remove for routine replacement. No patient harm. Pre-test was done.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.